Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to sensing and helix mechanism issues. A different rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with a bent stylet stuck in the lead. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed some lead physical damage due to the bent stylet returned stuck in the lead. The type of damage seen is consistent with the lead having been caught in a constricted place and pulled with some force. The reported helix mechanism difficulty seen in the field was likely the result of the bent stylet/lead damage.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to sensing and helix mechanism issues. A different rv lead was successfully implanted. No adverse patient effects were reported. Additional information: this lead has been returned and analysis has been completed. This report has been updated with the product investigation results.